Manufacturer narrative:
Zimmer biomet complaint (B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Initial reporter - the article was written by j. R. Mclaughlin and k. R. Lee. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Mclaughlin, j. R., lee, k.r., (2006). The outcome of total hip replacement in obese and non-obese patients at 10- to 18-years. Vol. 88-b (no. 10) page 1286- 1292.

Event description:
Information was received based on review of a journal article titled, "the outcome of total hip replacement in obese and non-obese patients at 10- to 18-years". It was reported that at a mean of 14.6 years, seventeen (17) acetabular components of an unknown number of patients in the obese group (bmi > 30 kg/m2) were radiologically identified as loose post primary total hip replacement. There has been no further information provided.